Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to patient condition and implant technique. Analysis: upon receipt at medtronic's quality laboratory, the valve was significantly distorted; oval shaped. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. A small tear and abrasion through the free margin and lunula of the non-coronary cusp adjacent to the non-coronary left commissure appeared to be due to contact with the bias cloth. Perforations and abrasions in the lunula of the left and right cusps appeared to be due to contact with the bias cloth. The free margins of all leaflets appeared stretched or "crowded" due to the oval shape associated with the stent distortion. All commissures were intact. Glistening off-white pannus lined the tissue and base stitching, covering the inflow margin of attachment, into all inferior coaptive areas and 1 to 3 mm onto all cusps significantly reducing the inflow orifice area. Radiography showed traces of mineralization in the host tissue along the sewing ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host tissue overgrowth. These findings are generally considered a patient related condition. Stent distortion may be due to implant technique or patient anatomy.

Event description:
Medtronic received information that this 21mm bioprosthetic valve, implanted one and a half years, was explanted due to high gradients. The valve was implanted intra-annular and was replaced with a 23mm valve in the supra-annular placement. No adverse patient effects were reported.